Manufacturer narrative:
The customer¿s report of a faulty check valve was confirmed. Functional testing confirmed backflow, indicating a faulty check valve. Initial inspection of the intact check valve under magnification indicated the membrane disc was centered, however disassembly of the valve by the supplier showed that the check valve disc was off center within the housing. The probable cause of the reported backflow is the check valve disc being off center.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a secondary infusion bag was noted to be empty after 1 hour and 45 minutes instead of the 4 hours the pump was programmed to infuse. The engineering department confirmed this was due to a faulty back-check valve. There was no patient harm.